Event description:
It was reported that a malfunction alarm occurred. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl. Customer support provided information on how to reset the pump and assisted the caller with the reset, after which the same malfunction code did not recur. The customer was advised to continue using the pump and understood the instructions to call back if any further malfunctions occurred.